Manufacturer narrative:
The index procedure was an elective case. The indication for the procedure was a positive functional study for ischemia/silent ischemia. The patient's ejection fraction (ef) was reported to be 25%. The patient was reported to have greater than or equal to 50% stenosis in the lad native vessel. The target lesion for this procedure was the native proximal lad (lesion #1-1). The lesion was reported to be : an 80% stenosis, not ostial/totally occluded or a bifurcation lesion, heavily calcified, and de novo. A balloon ptca only was used to treat this lesion as an unknown stent was unable to cross. Angiographic success was achieved for the lesion. The residual stenois was 20%. The flow post-procedure was timi 3. There were no reported complicatons or device malfunctions. An additional adverse event (ae) was reported to have occurred approximately nine (9) months after the index procedure. The ae reported was placement of a bi-ventricular pacemaker/defibrillator. The ae was reported to be unrelated to the study device or procedure and was determined to be not reportable. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the descover database indicated that during an elective staged pci procedure there was abrupt closure of the target lesion/vessel reported, embolization of the vessel, and hypotension. The procedure was done two (2) weeks after the index procedure. The target lesion was a saphenous vein graft (svg) to the mid left anterior descending (lad) coronary artery (lesion #1-2). The lesion was reported to be: an 85% stenosis, , not totally occluded, and de novo. The lesion was pre-dilated. A cypher 3.5/33 mm stent was implanted. The stent was post-dilated. Angiographic success was achieved for the lesion. The residual stenosis was 0%. The flow post-procedure was timi 3. The patient was discharged four (4) days after the procedure.